Event description:
Pt reported that 2 1/2 years ago, device had not bolused through the tubing and she went to the hosp with elevated blood glucose ( 600 mg/dl). Pt indicated that she was placed on insulin drip to correct the elevated blood glucose.